Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of an erroneous low result for 1 patient tested for troponin t hs stat (high sensitive short turn around time) troponin t hs stat on a cobas e 411 immunoassay analyzer. The erroneous result was not reported outside of the laboratory. The initial troponin t hs stat result was 16.45 ng/l with a data flag. The repeat result was 39.28 ng/l with a data flag. The repeat result was believed to be correct. No adverse event occurred. The troponin t hs stat reagent lot number was 17645200 with an expiration date of 12/31/2017. A specific root cause was not identified for this event. Additional information was requested for investigation but was not provided. No issues were identified during a review of the alarm trace. Quality controls were within range the day of the event. The customer uses a centrifugation time of 10 minutes at 3200 rpm. The recommended maximum speed is 1300 g. A general reagent issue and instrument issue can most likely be excluded. Assay performance check test results from (B)(6) 2017 were within specification. An instrument issue can also most likely be excluded. A possible root cause may be related to pre-analytics (an insufficient number of tube inversions can cause sample quality issues such as clots or secondary clotting). It is also possible that the customer did not use a rack adapter for the 13 mm tubes. An additional potential root cause may be related to insufficient maintenance.